Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional reporting contact: (B)(6).

Event description:
The complaint/event involved a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave®, clamp, rotating luer. Resistence was reported during injection, making it difficult to push during patient infusion. There was no bleed back, no chemotherapy involved, and no physical damage noted on the device. The tubing was replaced, and therapy was resumed. There was no adverse event/patient harm and no delay in critical therapy as a result of the complaint/event.

Manufacturer narrative:
Received one used 011-c3302 extension set for inspection. No defects or anomalies noted. The set was primed at gravity pressure. There were no restrictions in flow. The reported complaint was unable to be replicated or confirmed. A device history record review could not be conducted because no lot number(s) was/were identified.